Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction, and the product was not returned. The lot history record (lhr) for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. The reported patient effects of thrombosis and pain are known potential patient effects as listed in the supera instructions for use (IFU. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication the reported patient effects were caused by, or related to the design, manufacture or labeling. (B)(4). A partial UDI is being reported because the lot number was not provided.

Event description:
It was reported that the procedure was to treat the right superficial femoral artery. The patient had a supera stent implanted on (B)(6) 2015 without issue. On (B)(6) 2015 the patient returned to the cath lab with acute leg pain. It was confirmed under angiography that there was thrombosis in the stent. The thrombosis was treated with tissue plasminogen activator (tpa). The patient is doing fine. There was no clinically significant delay in the procedure. No additional information was provided.